Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: led missing, e03 error, abnormality in the pressure sensor on the main board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since an e03 error was recorded, front panel lights out was caused by an abnormality in the pressure sensor on the main board, which led to the front panel turning off; front panel lights out and led missing were known inherent risks of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit had front panel lights out. The issue occurred during maintenance. There were no reports of patient involvement.